Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms during bolus. Customer reported that alarm occurred about 30 times. Customer's blood glucose was 304 mg/dl. Customer was not able to troubleshoot due to not being at home and not having required supplies.